Event description:
It was reported that the patient presented in the ER with increased chest pain. Patient has experienced chest pain since device implant on (B)(6) 2012. Perforation with pericardial effusion and slight tamponade were noted via cardiac sonograph. A pericardial window was created and fluid was drained. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.